Event description:
It was reported that during the surgery, the surgeon had to shave off a portion of the implant in order for it to fit as expected. There were no reported adverse events or significant delay in surgery and the surgery was completed successfully.

Manufacturer narrative:
The sales representative reported that the surgeon had to shave part of the implant extending into the nasal bone/partial orbital roof. Stryker's analysis confirmed the implant design was correct but extended too deep into the nasal region, causing insertion issues. The implant required trimming, despite no prior indication for this. The implant met design and manufacturing specifications per freqi 08-500, with no deviations. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted

Event description:
It was reported that during the surgery, the surgeon had to shave off a portion of the implant in order for it to fit as expected. There were no reported adverse events or significant delay in surgery and the surgery was completed successfully.